Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system exhibited elevated thresholds, no capture, pacing inhibition and pacing impedance measurements greater than 3000 ohms on the atrial channel. A revision procedure was performed and efforts to reposition the lead were unsuccessful due to the helix mechanism no longer able to be retracted. The atrial lead was removed from service and replaced. The root cause of the clinical observations was not identified via x-ray or visual inspection at the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.